Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 4.1 cubies not detected on bus. The field service engineer (fse) reseated row board cable and tested in hardware test application (hta) resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and could not be recovered. The staff attempted multiple recovery procedures and performed several reboots, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.